Event description:
Around the dates of june 7, 2022, november 15, 2022, and march 2, 2023, when nurses attempted to raise the height of the howard medical medication administration workstations, the cart rose to the point that the cart broke aware from the base of the care. In each of these instances no one was hurt. However, the top of the cart which weighs more than 100-pound lean forward. Howard medical's action was to replace the lift column of one care, and replacements for the other carts. The howard hi-care paradigm carts were involved. Approximately 4/4/2023, a howard representative came to fix the underlying issue, the firmware. The firmware was updated on 47 carts. The serial number for these carts are: (B)(6). Reference reports: mw5116529, mw5116531.